Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: destroyed the suction tip portion of our device probable root cause: - generator power malfunction - material/design error - conductive irrigant used - user error. The failure mode will be monitored for future re-occurrence. Manufacture date is not known.

Event description:
It was reported that the tip of the insulation was melted.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the insulation was melted.